Event description:
Evaluation summary: initial mandrel movement was successful. The catheter was undamaged. The distal tip was frayed. The stent is deformed from the 21st proximal segment to the 9th distal segment. The stent was not positioned correctly as the proximal stent segments extended past the proximal marker band due to stretching and deformation of the mid stent segments.

Manufacturer narrative:
Evaluation results: (no root cause known). Inherent risk of procedure (stent deformation). No results available since no evaluation performed (device or procedural images were not returned for evaluation). (No device received for evaluation). Evaluation conclusions: inherent risk of procedure (stent deformation) 67 unable to confirm complaint (device or procedural images were not returned for evaluation). (No root cause known). (B)(4).

Event description:
It was intended to use a 3.00 x 38 endeavour resolute rx drug eluting stent to treat a patient. No difficulties were noted when removing the device from the hoop or the protective sheath from the stent. The device was prepped prior to use with no issues noted. However, during use, the physician encountered difficulties in passing the stent over the guide wire, and it was noted that the stent was damaged. No patient complications are reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: related to operational context (device handling). Deformation problem (stent). (B)(4)